Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a retraction issue. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the safety mechanism delay retracted and blood splatter, cause blood exposure to patient and nurse."

Manufacturer narrative:
Investigation:review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Received four unused iag 20ga units in sealed packages from the catalog number 381834; lot number 8173559. Visual/microscopic evaluation: observed there was no mechanical/physical damage to any of the components (spring, n needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retractions were successful, no delayed reaction was observed. The defect needle retraction failure was not identified, replicated or confirmed with the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The actual unit described in the incident report was not returned for evaluation.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a retraction issue. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the safety mechanism delay retracted and blood splatter, cause blood exposure to patient and nurse".